Manufacturer narrative:
The device has not been returned. However, the device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Supplier previousy reviewed associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro4.0-11298 (erkoloc-pro) was manufactured from 5/20/19 and was assigned with 3 years expiration date. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the device for investigation. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (thermoformed mouthguards instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that the reactions could be caused by mouthwash, toothpaste, or soaking material. However, it was unknown how the patient was instructed to maintain or clean the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The patient's weight is not provided as it is not taken at the time of the appointment. Date of event: information not provided when asked. Device information not applicable for this device with the exception of the lot number and the operator of the device.

Event description:
It was reported that the patient experienced a reaction after wearing the comfort hard-soft bite splint . The provider notes, "patient experienced swelling of lips and cheeks." The patient has an allergy to "stitches", but it unclear which material the patient is allergic to. The patient received the device on (B)(6) 2019 and was provided care instructions. The patient returned on (B)(6) 2020 and informed the provider of the reaction, but did not provide a specific date of that reaction. The patient discontinued use of the device after the reaction occured. The device will be returned.